Manufacturer narrative:
Section a4, a5, and a6: unknown/ information was not provided. Section b-3: date of event: 18 march 2024 (date article was accepted). Section d-4 model number: unknown, as the serial number was not provided, only provided as baerveldt. . Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Citation: berman t, au l. A new ¿tube-in-tube¿ method to extend glaucoma drainage devices using paul glaucoma implant. J curr glaucoma pract 2024;18(3):130¿133. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: a new ¿tube-in-tube¿ method to extend glaucoma drainage devices using paul glaucoma implant. A study was done to describe a novel and uncomplicated technique of elongating the tubing of a glaucoma drainage device (gdd) sourced from a segment of the tube from a paul® glaucoma implant (pgi). This new procedure included these steps: the tip of the original baerveldt tubing is shortened to near the plate, and the lumen is stretched open using burke¿s non-toothed forceps while the appropriate length of the paul tube was being pushed inside and is secure without the need for any suturing. The new smaller paul tube is then inserted back into the anterior chamber using a 26-gauge tract. An 8-0 ethilon® was then used to secure the tube to the sclera, and tissel® was used to secure it (baxter, united states). Case 3 is a patient with glaucoma secondary to sarcoid uveitis, had bvt in 2010, which was subsequently trimmed in 2016, dseak in 2017, pars plana vitrectomy to treat an epiretinal membrane in 2021 and intravitreal steroids in 2019 and 2021 to treat uveitis. Then in 2022, the patient underwent the said new procedure to reposition the tube due to corneal decompensation while awaiting further corneal procedure. Note that the modifications used in the baerveldt implant in this study is considered off-label use. Serious injury: yes device malfunction: unknown interventions: yes off label use: yes ** a total of three cases were reported through this literature review. These have been captured in separate reports. A copy of the article is attached to this report.